Manufacturer narrative:
Zimvie complaint number (B)(4). Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During product evaluation, a fractured screw was identified inside of the implant.

Event description:
Additional information was received confirming that this screw fractured during the removal process. Based on this new information, there was no injury, significant delay and no alleged failure of the screw. Therefore, this event does not meet the definition of a reportable event. This report is being submitted as a retraction to relay corrected information for the initial report 0001038806-2025-03686. Based on additional information, this event is not reportable.

Manufacturer narrative:
This report is being submitted to relay corrected information for the initial report 0001038806-2025-03686. Additional information received by the customer confirms that this event no longer meets the requirements for a reportable event. No further medwatch reports will be submitted for this event. The following sections are being reported: b4: date of this report was updated b5: description of event was updated g3: date received by manufacturer was updated g6: type of report was updated h2: type of follow up was updated h10: additional narrative/data was updated if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.